Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found no physical damage. A review of the event history log found evidence of a motor rate error. The customer reported complaint was able to be duplicated while running the infusion and occlusion tests. The pump stopped several times and displayed the motor rate error alarm. The cause of the issue was found to be a faulty motor and or worn worm gear set. The motor and worm gear were replaced. Service history identified that no previous repair has been noted in the last 12 months. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. A defective motor was found. The reported problem was duplicated. The motor was replaced to fix the issue.

Event description:
It was reported that the device had a motor rate error. There was unknown patient involvement.